Event description:
During an in clinic follow up, noise resulting in oversensing and p wave amplitude variation was noted on the right atrial (ra) lead. Provocative testing was performed and the noise was reproduced. Lead damage was suspected. Reprogramming was performed to resolve the event. The patient was stable and will continue being monitored.